Manufacturer narrative:
Pump received with button error alarm and no button response due to flattened button dome switch. No unlocked lcd keypad connector. Unable to test the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to no response button. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that they were experiencing high blood glucose of 529 mg/dl and that the insulin pump keypad buttons are hard to press. Troubleshooting found that drive support cap, basal settings, bolus wizard and time and date programming were normal and functioning fine. A low reservoir alarm was found in the pump history. Customer wanted to perform a high pressure test but did not have a clamp and one would be provided to her. Customer was advised to change out the entire set, reservoir and insulin and treat and monitor per doctor's instruction.